Event description:
This lead was explanted and replaced due to noise, which could be reproduced with patient movement, and loss of capture. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The visual inspection revealed abrasion marks along the lead body with a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages present on the lead resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.